Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred during the load process. Customer blood glucose was 94 mg/dl. Customer reverted to manual injections for alternate insulin therapy.